Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11032. It was reported that a perforation resulting in pericardial effusion with tamponade occurred and the patient expired. A left atrial appendage (laa) closure procedure was performed. The watchman access system was positioned in the laa and it was noted that deep seating was not necessary. A 27mm watchman laa closure device and delivery system was advanced. The watchman laa closure device was deployed without issue. However, angiography prior to device release revealed a pericardial effusion and the patient experienced tamponade. Pericardiocentesis was performed; 800ml of fluid was drained and protamine was administered. The watchman laa closure device was fully recaptured. The patient went into cardiogenic shock. Cardiac massage was performed and reanimation was conducted for over 30 minutes, but the patient ultimately expired while in the lab. An autopsy revealed a perforation in the distal tip of the laa.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the autopsy report listed the underlying disease/cause of death as follows: permanent atrial fibrillation. Perforation of left atrial appendage in the context of intended laa closure. Pericardial tamponade. Cardiovascular failure in the context of cardiogenic shock.